Manufacturer narrative:
Placed unit under microscope and found contamination / corrosion damage at the connector pins. Unable to perform functional tests due to contamination / corrosion damage at connector pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced bleeding. The customer reported the loss of communication between the pump and the transmitter. The event involved product(s) mmt-7841zn and mmt-7040a. Troubleshooting was performed and the customer deleted the transmitter serial number from the pump and re-paired but the transmitter would still not communicate/trigger a sensor connected alert. No further patient complications were reported. The customer will discontinue using the device. Mmt-7841zn was requested and the customer response was the device will be returned. Mmt-7040a was requested and the customer response was the device will be returned.